Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel siltex mod-rnd 275cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. An analysis of the suspect medical device was also completed: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 275cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, during an in-office visit, with spontaneous right breast implant rupture and right breast capsular contracture (baker grade ii). As a result, the patient underwent breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9713841 sn: (B)(4) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9713841 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant have been reported under mrn: 1645337-2022-05563.